Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test and unable to prime during prime test due to protruded/loose drive support disk. No blank display or black dots on display noted. The insulin pump had missing end cap sticker, cracked display window corner, scratched lcd window and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump ran out of insulin during the middle of the night. The insulin pump alarmed during the prime process. The screen display turned black and shut off; then the screen came back on with numbers on it. The current blood glucose reading is 109 mg/dl. Advised the customer that the insulin pump will be replaced. Nothing further reported.